Event description:
It was reported that the lead was explanted and replaced due to low high voltage lead impedance.

Manufacturer narrative:
Evaluation description: a partial lead with the distal tip measuring 55.0cm was returned for analysis. External insulation abrasion was noted at 8.5-8.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.8-14.9cm from the distal tip. Internal insulation abrasion was noted at 30.0-30.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 21.2-21.3cm from the distal tip. The etfe coating was intact at these locations.